Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump began squirting insulin out during the fill tubing step of the manual prime process. The customer stated that she pressed the esc and act buttons, and neither would allow her to say that she saw drops. The customer's blood glucose was 57 mg/dl. The customer stated that she did not have time to complete troubleshooting and advised that she got the insulin pump to work. She advised that she was fine.